Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed due to a short electrical issue (device electrical finding), and the patient had awakened. A new cassette had been placed. On the same day, she had awakened feeling nauseated. The reporter had not provided causality for the event of nausea. There was patient involvement and patient harm/adverse event was reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review could not be completed as no serial number was provided.